Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated they experienced bleeding when inserting the sensor. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband attempted to stop the bleeding with eight packages of wound seal powder and towels. He brought the patient o the hospital and was admitted at 10:00pm. The physician treated the bleeding area with silver nitrate and the patient was released from the hospital at 2:00am on (B)(6) 2019. Additionally, the patient stated they were taking plavix and stated that may have been contributed to the bleeding. No product was returned for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.